Event description:
It was reported that a patient struck and penetrated the scan window during a CT scan, sustaining a bruise. While the injury was minor, penetration of the scan window during scanning could result in a serious injury.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be provided after the investigation has been completed.